Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer's spouse reported via phone call indicating that they had issues pushing the reservoir through the tubing. The patient's blood glucose level was unknown at the time of the call. The caller stated that the issue was resolved with a complete set change. A new reservoir was shipped to the customer.